Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited loss of capture at maximum output. A revision procedure was performed to remove the lead in which helix retraction issues were encountered. The lead was surgically abandoned, a new lead was implanted and remains in service. No additional adverse patient effects were reported.